Event description:
A report was received that the patient underwent an ipg pocket revision due to the pocket site being inflamed. The physician saw no signs of infection and no medical treatment was provided. The pocket was relocated from the right flank to the right buttock. The patient was reportedly doing well following the procedure.